Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the stem was in vivo for approx 8 months prior to revision. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history provided was that the pt is post radiation treatment of the pelvis for cancer. The pt was described as (B)(6) female, (B)(6), and with a low activity level. The reporter stated that the stem was in varus position. Although this is one possible explanation for the thigh pain, it cannot be definitively determined that this was the root cause. A root cause cannot be determined with the info provided. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to pain and due to the stem being in varus position.